Manufacturer narrative:
Block d2b: lgw, qrb additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 7076250 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief and leads had high impedances. The patient underwent spinal cord stimulation (scs) replacement procedure. The explanted devices will not be returned.